Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was placed and would not seat properly and was remove another in the customer's inventory was used to complete the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified damaged drive feature. Excessive damage as well due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was located on tooth # 14 and was place and removed on the same day. No pre-existing conditions were noted on the product experience report (per). A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant was placed and would not seat properly and was remove. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes